Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006; 5076 lead implanted: (B)(6) 2006; 4194 lead implanted: (B)(6)2006.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, fracture, high pacing impedance, ventricular oversensing, noise and over eleven thousand sensing integrity counter (sic) counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.